Event description:
It was reported a new-to-dialysis patient had an allergic reaction to the optiflux 160nre dialyzer which was manifested by seizures and loss of consciousness requiring resuscitation via ambu bag on one occasion. This occurred within the first 9-40 minutes of his dialysis treatment using the optiflux 160 nre dialyzer. He experienced this reaction approximately 12 times with the optiflux and necessitated an extended hospital stay including admission to the intensive care unit. Actual dates have been confirmed for 4 occurrences. The symptoms stopped once he was changed to a different dialyzer. The patient continues on hemodialysis without further adverse effect using the different dialyzer. The samples were discarded.

Manufacturer narrative:
Dialyzer reactions are not believed to be a device malfunction, but an idiosyncratic reaction resulting from the genetic patient's make-up, and the blood interaction with the dialyzer membrane and possibly method of sterilization. Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market clinical department is in the process of requesting patient medical records and treatment data information regarding the reported dialyzer reaction. A supplemental med-watch report will be submitted upon completion of the investigation. See related mdrs: 1713747-2014-00102, 1713747-2014-00103, 1713747-2014-00104, 1713747-2014-00105, 1713747-2014-00106, 1713747-2014-00107, 1713747-2014-00108, 1713747-2014-00109, 1713747-2014-00110, 1713747-2014-00111, 1713747-2014-00112, 1713747-2014-00113.